Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. The customer's blood glucose level was 100-199 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.